Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the metal piece that connects the maj-1971 to the subject device, broke off inside the maj-1971 yellow connector. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the device's final investigation. Updated fields: d8, e4, h2, h3, h6, h11. Correction: d10. No device was returned to olympus for evaluation. The field service engineer (fse) has assessed the malfunction at the user facility. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.